Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed calibration error alarm. The blood glucose reading was 439 mg/dl, which was treated with the insulin pump. The customer stated that she had high blood glucose due to having been off insulin pump therapy and recently getting back on after receiving her replacement device. She stated that the insulin pump was not accepting her blood glucose value inputs. She was advised that the alert may have been caused by rapid changes in blood glucose values. She advised that she would monitor the device before attempting to calibrate again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-99872.